Manufacturer narrative:
(B)(4). As reported, a 4x20mm 142cm .014 aviator plus percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated for pre-dilatation; however, it ruptured at approximately five (5) atmospheres (atm). Therefore, it was replaced with another 4x20mm 142cm .014 aviator plus pta catheter. However, this balloon also ruptured at its nominal pressure. It was unknown how the procedure was completed. The procedure completed successfully. There was no reported patient injury. The target lesion was the left renal artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no difficulty encountered when removing the products from the hoop. There was no difficulty encountered when removing the protective balloon covers. There was no difficulty encountered when removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the products into the patient. The devices prepped normally (i.e. Maintain negative pressure). A left radial approach was made with a non-cordis guidewire. The products were removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. Case-(B)(4): the device was not returned for analysis. A device history record (DHR) review of lot 17611232 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the bursts could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported events as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a left radial approach was made with a non-cordis guidewire. An aviator plus .014 4.0x20 142cm was delivered to the lesion and inflated as pre dilatation. However it ruptured at approximately 5 atm. Therefore it was replaced with another aviator plus .014 4.0x20 142cm. However it also ruptured at its nominal pressure. It was unknown how the procedure was completed. The procedure completed successfully. There was no reported patient injury. The products were clinically used and they will not be returned for analysis. The target lesion was the left renal artery. The patient¿s information, patient¿s vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no difficulty encountered when removing the products from the hoop. There was no difficulty encountered when removing the protective balloon covers. There was no difficulty encountered when removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the products into the patient. The devices prepped normally (i.e. Maintain negative pressure). The products were removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.